Event description:
Philips received a complaint on the v60 ventilator indicating that the device had unexpectedly turned off. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the customer biomedical engineer (bme) received on 04jun2024, it was stated that the patient information from the time of the event is unknown. On 07jun2024 a field service engineer (fse) went to the customer site to evaluate the device. The fse stated that the customer bme ran the device overnight in ventilation mode for testing on (B)(6) 2024. The fse reviewed the diagnostic logs for both nights and found no error codes or any indication that the ventilator shutdown or restarted. The fse completed a performance verification test, which the device passed. The device was returned the customer ready for use. The investigation concludes that no further action is required at this time.